Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration prior to dosing. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. The pump was found to be displaying "1310" error code and service due alarm messages during the investigation. Functional testing of the returning pump was performed and found the downstream occlusion sensor to be defected. Investigator's recommend the error code "1310" to be cleared and replace faulty downstream sensor. Problem source could not be identified.